Event description:
It was reported that the patient had full revision surgery due to high impedance. It was noted that the patient had a generator replacement the previous month due to high impedance however the high impedance resolved after the generator was replaced. This event was reported in mfg. Report # 1644487-2017-03264. Due to the recent generator replacement, it was unclear if the high impedance was caused by a lead fracture or poor connection between the lead and generator. Clinic notes were later received which stated that the high impedance was confirmed with multiple programming systems multiple times. During the lead revision for high impedance, it was noted that the generator battery was depleted unexpectedly. The pre-mature battery depletion is reported in mfg. Report 1644487-2017-03784. The lead and generator have not been received to date. No additional relevant information has been received to date.

Event description:
The generator and lead were received. However, analysis has not been completed to date.

Event description:
Product analysis was completed for the generator where the device performed to functional specifications. During diagnostic testing, the impedance values were appropriate with the load applied and no battery status indicator was observed. The results for all diagnostic tests performed were within normal limits. The internal data of the generator showed normal impedance at the beginning of the implant life. However, the impedance fluctuated in and out of acceptable ranges indicating an intermittent impedance issue. The results of the generator analysis will be reported in mfg. Report # 1644487-2017-03784, which captures the report of premature end of life for the generator. The allegation of high impedance was not confirmed in the analysis lab. However, a portion of the lead including the electrodes was not returned and, therefore, a complete evaluation could not be performed. A set of set-screw marks were observed near the end of the lead pin indicating that the lead pin was not fully inserted at one point. This appears to be related to the events previously reported in mfg. Report 1644487-2017-03264 and all relevant information from the lead analysis will be captured in that report as well. Additional set-screw marks revealed that a good connection was present at one point. No discontinuities were identified in the return portion of the lead. As a portion of the lead was not returned, evaluation and commentary cannot be made as to that portion of the lead. At this time, the cause of the high impedance cannot be determined.